Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed low out-of-range (oor) shock lead impedance measurements. Additional information was obtained indicating that the health care professional (hcp) suggested the patient to perform patient initiated interrogation (pii) and the shock lead impedance measurements were within the normal range. The cause of this observation was not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.